Event description:
Patient reported right side capsular contracture baker grade IV. Patient also reported, not device related: systemic inflammation, joint pain, auto-immune/connective tissue symptoms, and general pain. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and systemic inflammation, joint pain, auto-immune issues, general pain and bilateral removal.